Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No frozen screen noted. No ramping number on their own or scrolling bar moving anomaly noted. Device was received with scratched lcd window,cracked reservoir tube window thru reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 12.1 mg/dl. Troubleshooting was performed. The device was returned for analysis.